Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #analysis confirmed the reported event; ECG (electrocardiogram) connector terminal was broken (loose). Analysis also found the touchscreen was not working/responding properly. The cooling fan was noisy, the lower bullets were missing, and the stylus was damaged. It was noted a software error was found in the programmer update history. (B)(4).

Event description:
It was reported the ECG (electrocardiogram) connection was loose. The programmer was returned for service. No patient complications have been reported as a result of this event.